Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value and the insulin pump was under delivering. Customer¿s blood glucose value at time of incident was 224 mg/dl and current blood glucose value was 142 mg/dl. Blood glucose value was 208mg/dl and then 225mg/dl and then 16mg/dl. Sensor glucose value was 125mg/dl. Customer alleged the pump of under delivering because the blood glucose value was high. Insulin pump will not be returned for analysis.